Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "the pediatric patient "anaplastic large cell lymphoma, alk positive" underwent PICC catheterization on (B)(6) 2023 for treatment, and the placement site: the left arm is a vein, and the puncture point is 10cm above the elbow. On (B)(6) 2024, the maintenance chemotherapy phase will begin. Catheter maintenance will be carried out on (B)(6) 2024, and the nurse on duty will flush the tube, and the flushing tube will be unobstructed at this time, and the fitting will be replaced. Then the dressing was torn off, and it was found that there was a blood clot about 0.8cm long under the exposed part of the catheter about 1.5cm away from the joint junction, so he was given 20 ml of normal saline to add 100,000 units of urokinase to prepare a concentration of 5000 units/ml of urokinase solution, aspirate 0.5 ml of urokinase solution with a 2 ml syringe, and gently inject a small amount of urokinase solution to the blood clot, and the blood clot can be withdrawn after about 30 minutes, and the catheter is unobstructed. On the morning of (B)(6), 2024, the family found that the catheter had blood return, and the catheter was maintained again at about 11 o'clock, the head nurse assessed that the child's catheter arm was not swollen, and observed that the exposed catheter was filled with blood, and the patient had no discomfort. Due to repeated blood return in the catheter and considering the catheter valve dysfunction, the head nurse communicated with the patient's family and recommended that the PICC catheter be removed, and the patient's father requested that the catheter be maintained first;17:00 to negative pressure suction connected to 2ml syringe for thrombolysis treatment, about 17:30 back to withdraw the catheter has blood return, the catheter is unobstructed when flushing, the separation joint found that the blood flows out of the catheter on its own, immediately give normal saline to flush the catheter again, after pulling out the syringe, the blood flows out of the catheter again on its own, immediately inform the father that there may be a lack of catheter valve function when the catheter is repeatedly returned to blood, it is recommended to remove the PICC catheter, and the father agrees to remove the PICC catheter, and extubate the patient at about 17:35 on march 6." No other information was provided.

Event description:
It was reported, "the pediatric patient"anaplastic large cell lymphoma, alk positive" underwent PICC catheterization on (B)(6) 2023 for treatment, and the placement site: the left arm is a vein, and the puncture point is 10cm above the elbow. On (B)(6) 2024, the maintenance chemotherapy phase will begin. Catheter maintenance will be carried out on (B)(6) 2024, and the nurse on duty will flush the tube, and the flushing tube will be unobstructed at this time, and the fitting will be replaced. Then the dressing was torn off, and it was found that there was a blood clot about 0.8cm long under the exposed part of the catheter about 1.5cm away from the joint junction, so he was given 20 ml of normal saline to add 100,000 units of urokinase to prepare a concentration of 5000 units/ml of urokinase solution, aspirate 0.5 ml of urokinase solution with a 2 ml syringe, and gently inject a small amount of urokinase solution to the blood clot, and the blood clot can be withdrawn after about 30 minutes, and the catheter is unobstructed. On the morning of (B)(6) 2024, the family found that the catheter had blood return, and the catheter was maintained again at about 11 o'clock, the head nurse assessed that the child's catheter arm was not swollen, and observed that the exposed catheter was filled with blood, and the patient had no discomfort. Due to repeated blood return in the catheter and considering the catheter valve dysfunction, the head nurse communicated with the patient's family and recommended that the PICC catheter be removed, and the patient's father requested that the catheter be maintained first;17:00 to negative pressure suction connected to 2ml syringe for thrombolysis treatment, about 17:30 back to withdraw the catheter has blood return, the catheter is unobstructed when flushing, the separation joint found that the blood flows out of the catheter on its own, immediately give normal saline to flush the catheter again, after pulling out the syringe, the blood flows out of the catheter again on its own, immediately inform the father that there may be a lack of catheter valve function when the catheter is repeatedly returned to blood, it is recommended to remove the PICC catheter, and the father agrees to remove the PICC catheter, and extubate the patient at about 17:35 on march 6." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "the pediatric patient"anaplastic large cell lymphoma, alk positive" underwent PICC catheterization on (B)(6) 2023 for treatment, and the placement site: the left arm is a vein, and the puncture point is 10cm above the elbow. On (B)(6) 2024, the maintenance chemotherapy phase will begin. Catheter maintenance will be carried out on (B)(6) 2024, and the nurse on duty will flush the tube, and the flushing tube will be unobstructed at this time, and the fitting will be replaced. Then the dressing was torn off, and it was found that there was a blood clot about 0.8cm long under the exposed part of the catheter about 1.5cm away from the joint junction, so he was given 20 ml of normal saline to add 100,000 units of urokinase to prepare a concentration of 5000 units/ml of urokinase solution, aspirate 0.5 ml of urokinase solution with a 2 ml syringe, and gently inject a small amount of urokinase solution to the blood clot, and the blood clot can be withdrawn after about 30 minutes, and the catheter is unobstructed. On the morning of march 6, 2024, the family found that the catheter had blood return, and the catheter was maintained again at about 11 o'clock, the head nurse assessed that the child's catheter arm was not swollen, and observed that the exposed catheter was filled with blood, and the patient had no discomfort. Due to repeated blood return in the catheter and considering the catheter valve dysfunction, the head nurse communicated with the patient's family and recommended that the PICC catheter be removed, and the patient's father requested that the catheter be maintained first;17:00 to negative pressure suction connected to 2ml syringe for thrombolysis treatment, about 17:30 back to withdraw the catheter has blood return, the catheter is unobstructed when flushing, the separation joint found that the blood flows out of the catheter on its own, immediately give normal saline to flush the catheter again, after pulling out the syringe, the blood flows out of the catheter again on its own, immediately inform the father that there may be a lack of catheter valve function when the catheter is repeatedly returned to blood, it is recommended to remove the PICC catheter, and the father agrees to remove the PICC catheter, and extubate the patient at about 17:35 on march 6." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. After further file review, it was determined that a serious injury did not occur.